Event description:
It was reported that the caller reported that their programmer will not power on and is completely unresponsive. Caller confirmed that they attempted to replace the batteries but it still did not work. Tss reviewed information and sent an email to repair to replace the programmer. Caller also mentioned that they were unable to have an MRI because their programmer did not work and they could not enable MRI mode.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 rpl 429604 (B)(6) (con): it was reported that the caller reported that their programmer will not power on and is c ompletely unresponsive. Caller confirmed that they attempted to replace the batteries but it still did not work. Tss reviewed information and sent an email to repair to replace the programmer. Caller also mentioned that they were unable to have an MRI because their programmer did not work and they could not enable MRI mode.

Manufacturer narrative:
Correction: h3: analysis of the product ID 97740 lot# serial# (B)(6) revealed no power on board. And h6: fdr code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis was performed for product ID 97740; serial# (B)(6). Analysis found no power on board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.